Manufacturer narrative:
The customer contact provided ge healthcare with the patient information. Patient ID: (B)(6).

Manufacturer narrative:
Patient information currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was also noted that the unit had a 5lpm leak in the seals. The control panel assembly and seals were replaced. The unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit would intermittently not switch to manual ventilation mode during a case. The case was completed in mechanical ventilation, then an ambulatory bag was used to bring the patient out of anesthesia at the end of the case. There is no report of patient injury.